Event description:
It was reported during the middle of an atrial fibrillation (afib) procedure, the navi-star thermo-cool electrophysiology catheter stopped showing on the carto 3 system. There was an error message stating, "error with the catheter. Change the cable. If it does not work, change the catheter." The reprocessed cable was exchanged with a new one with no resolution. Exchanging the catheter resolved the issue and the case was completed with no injury. This event is not reportable. On (B)(6) 2012, the customer called back with additional information on this event. This catheter had a blood clot at the tip after being removed from the patient. The catheter was exchanged and the case resumed. The customer confirmed there was no patient injury reported in this case. The blood clot at the tip of the catheter is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported during the middle of an atrial fibrillation (afib) procedure, the navi-star thermo-cool electrophysiology catheter stopped showing on the carto 3 system. There was an error message stating, "error with the catheter. Change the cable. If it does not work, change the catheter.' The reprocessed cable was exchanged with a new one with no resolution. Exchanging the catheter resolved the issue and the case was completed with no injury. The customer called back with additional information on this event. This catheter had a blood clot at the tip after being removed from the patient. The catheter was exchanged and the case resumed. The customer confirmed there was no patient injury reported in this case. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility. Catheter passed temperature and generator tests but failed electrical test since a short was noticed. Further examination revealed that the dome copper wire and the biosensor wire were shorting inside the dome. The device was tested for eeprom, carto, 4 khz and calibration functionality. The catheter passed these tests. Catheter was properly visualized during test. An irrigation test was performed and the catheter failed. Further investigation revealed that the irrigation ports were occluded with blood. No other foreign material was blocking the tubing. The results suggest the blood entered through the irrigation ports during the procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the carto error cannot be confirmed. Blood clot was observed at the irrigation holes, however no other occlusion was found.